Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the reported clinical observations with the caller and stated that atp as an alert is not configurable. The caller informed the consultant that a shorter duration was programmed for this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient passed out due to a long duration before the delivery of anti-tachycardia pacing (atp). The caller was inquiring about why they did not receive an alert regarding therapy. No adverse patient effects were reported.